Event description:
In 1968, reconstruction of bilateral subcutaneous mastectomy. By 1969, chronic fatigue syndrome, joint pain, implants got as hard as rocks. In 1976, 81, hard as a rock again. In 1983, had meme, and developed cancer. Many illnesses: fibromyalgia, asthma, drug reaction, colitis, heart problems.